Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage internal battery connector, pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify low battery alarm due to the blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that battery life of the insulin pump did not last long only stayed for 2 weeks. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.